Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported during the implant placement, he opened the container and the inner vial is empty. He opened the vial and heard the click of breaking the air seal. Doctor finished the procedure placing other implant.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One imp,tsv,4.1mm,sbm,10 was returned for investigation, visual inspection of the as returned product identified that the outer vial is empty of the implant and its components. Seal were already opened. The reported event could not be recreated due to the nature of the dental device and event (packaging issue). Customer has provided picture images (attached in the complaint) which shows opened packaging (outer vial) with no implants or inner vial. Device history record (DHR) review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar event using keyword 'incorrect component quantity' and no other complaint was identified. Post market trending was reviewed and there were no actionable trends or corrective actions for the reported device and event (missing components). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable. As the packaging was already opened, the circumstances of device delivery could not be recreated.

Event description:
No further event information is available at the time of this report.